Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer reported using pump supplies for 3-4 days. Tandem clinical support specialist informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Customer's blood glucose was in 300 mg/dl range.